Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for tilt, detachment, and removal difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Filter tilt. Filter malposition. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported that a vena cava filter was deployed for current dvt and pe. Sometime post filter deployment (date not provided), during a scheduled filter retrieval, the filter allegedly was discovered tilted and embedded in the ivc wall. The filter was successfully captured and retrieved, with difficulty. During removal, a filter limb reportedly detached and was also successfully captured and retrieved. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: vena cava filter was placed above the confluence of the right and left iliac veins secondary to pulmonary embolism with deep venous thrombosis and unable to anticoagulate. Approximately five years eight months post filter deployment, during retrieval with clover snare, a filter leg detached and was captured inside the snare and removed along with the filter and the eleven intact legs. Inferior venacavagram showed penetration of the filter legs through the caval wall. Angioplasty was performed post retrieval to remove moderate stenosis of the infrarenal inferior vena cava. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for detached filter limb and perforation. However, the investigation is inconclusive for tilt and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported that a vena cava filter was deployed for current dvt and pe. Sometime post filter deployment (date not provided), during a scheduled filter retrieval, the filter allegedly was discovered tilted and embedded in the ivc wall. The filter was successfully captured and retrieved, with difficulty. During removal, a filter limb reportedly detached and was also successfully captured and retrieved. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported that a vena cava filter was deployed for current dvt and pe. Sometime post filter deployment (date not provided), during a schedule filter retrieval, the filter allegedly was discovered tilted and embedded in the ivc wall. The filter was successfully captured and retrieved, with difficulty. During removal, a filter limb reportedly detached and was also successfully captured and retrieved. There was no reported patient injury.